Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 7, 2017, it was reported that the device was cutting unevenly. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6), 2013 where it was reported that device appeared to be never serviced and the worn head, control bar, control shaft, swivel and swivel pins, motor sleeve, eccentric shaft, adjustment cams, adjustment screws, set screws, nut bearing lock and internal retaining ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical on (B)(6), 2017 the technician revealed that the calibration and motor speed was out of specification which could be the cause of the reported event .the control bar was in correct position. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and ¿o¿-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the technician revealed that the calibration and motor speed were out of specification which could be the cause of the reported event .the control bar was in correct position. The root cause of the reported event could not be specifically determined since during initial inspection it was revealed that calibration and master blade could not be tested because the fine adjustment cams were missing. It was also revealed that the set screws were worn. The reported problem was resolved after the replacement of the bearings and missing cams. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was cutting unevenly. No adverse events have been reported as a result of the malfunction.